Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within spec. Device passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No rewind anomaly noted. The motor was tested outside of device and passed. Device received with the audio alert functioning properly. No audio alert anomaly noted. Hardware low level failures confirmed in the insulin pump history due to broken pin 6 trace (sda) on u1 keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had a hardware low level. The insulin pump also had issues with not being able to complete rewind and failing to vibrate during alarms. Blood glucose was unknown at the time of incident. Troubleshooting did not resolve issue. Product will be returned for analysis.